Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified below knee lesion. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 12atm. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.